Event description:
At refill, the pump was emptied of residual drug and then refilled with 17 ccs of drug. "While refilling the pump and for the past eight refills the pt reports a high drug level that lasts for up to two days." The pump was turned off. Filled with a "reduced volume: and the needle was left in place with the tubing unchanged. "Halfway through the refill, the pt experienced a feeling of a bolus of medication. The needle was left in place and within five minutes a 15ccs of drug passively refilled the syringe. The pump was explanted and replaced with another of the same device. The pump was returned to the MFR for eval.